Event description:
Subsequent to filing the initial medwatch report, additional information was received stating: during preparation, at the moment of removing the mandrel the stent dislodged. The device was not used on the patient and the procedure was successfully concluded by using another device. No additional information was provided.

Event description:
It was reported that during an un-specified procedure, that despite the stent release maneuvers, the xience prime stent remained anchored to the catheter. A second device was used to complete the procedure. A moderate delay in the procedure occurred. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.